Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during a procedure to remove common bile duct stones performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon would not deflate. They tried to deflate the balloon several times, connecting and disconnecting the syringe that was included in the package. After several attempts the balloon was able to be completely deflated. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of balloon deflation difficulty. Investigation results: according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed.